Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds. The physician increased ventricular output and the patient was monitored. A lead revision was scheduled as high thresholds continued to be observed. On the morning of the procedure high rv lead pacing impedance was also observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.